Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for routine review. A review of the log files revealed power cable disconnects and low power hazard while connected to the mpu. The event only lasted 2 seconds so the no external power alarm did not activate.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a low voltage hazard alarm while connected to the mpu was confirmed via log file analysis. A review of the log file contained data spanning approximately 7 days (24dec22 ¿ 30dec22 per timestamp). On 2dec22 from 6:08:53 ¿ 6:08:55, while connected to the mpu, power cable disconnect and low voltage alarms activated due to the voltage on both power cables diminishing from ~12.7 v to ~3.5 v. This was consistent with a loss of ac power; however, the alarms resolved within approximately 2 seconds of activation, so the no external power alarm was not active. The backup battery was able to provide power to the system during the event. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined throughout this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.